Manufacturer narrative:
Per 803.52(f)(11)(iii), the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacture narrative.

Event description:
It was reported that the pump module alarmed "occluded-pt side" after the tubing was change. The tubing was checked, and "everything was working properly, patient line flushed well with no issues." The pump reportedly continued to state this. The pump was exchanged for new one and new pump was working properly with no pressure issues with same tubing utilized. There was patient involvement and outcome was unknown.

Event description:
It was reported that the pump module alarmed "occluded-pt side" after the tubing was change. The tubing was checked, and "everything was working properly, patient line flushed well with no issues." The pump reportedly continued to state this. The pump was exchanged for new one and new pump was working properly with no pressure issues with same tubing utilized. There was patient involvement and outcome was unknown.

Manufacturer narrative:
Correction: annex b : b21, annex c : c21, annex d : d16, additional information : device eval by manufacturer,  annex a : a0709, a0401, a0404, a040502, annex g : g0301204, g02017, g0301201, annex b : b01, b14, annex c : c02, c07, c070606, c17, annex d : d15, d02, d07, a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.